Event description:
The customer reported sparking from exposed wires on the pump in style transformer.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to obtain additional info regarding this event were unsuccessful, including, a final attempt by letter. The product was not received on 12/06/2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that there was sparking from exposed wires on the transformer, which is a safety risk. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.